Manufacturer narrative:
Product complaint # (B)(4). Date sent: 01/17/2020 additional information was requested: what were the indications for surgery? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? How may counter-clockwise revolutions of the adjusting knob were used to open the device? Was the orange tying area completely visible prior to attempting to connect the anvil to the device? What confirmation was received that the anvil was properly attached? Was there any patient consequence as a result of the manual extraction of the anvil? If yes, please describe. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? What is the current status of the patient? The following response was obtained: the name of the procedure is : sigmoidectomy the nurse is used to handle this device no other information is available for this complaint

Manufacturer narrative:
(B)(4). Batch # unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? How may counter-clockwise revolutions of the adjusting knob were used to open the device? Was the orange tying area completely visible prior to attempting to connect the anvil to the device? What confirmation was received that the anvil was properly attached? Was there any patient consequence as a result of the manual extraction of the anvil? If yes, please describe. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? What is the current status of the patient?

Event description:
It was reported that during an unknown procedure, the anvil stayed inside the patient¿s rectum. Manual extraction of the anvil.

Manufacturer narrative:
Product complaint # (B)(4). Batch # t5cx25 . Device evaluation summary: the analysis results found that the cdh29a device arrived with the anvil missing. The breakaway washer was not present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as anvil was not received and the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified.